Event description:
Received a voice mail from the sale rep and spoke with the sales rep regarding the events for this case. The sales rep was present for the case. The films are not available. The sizing worksheet is not available, as the physician creates their own. The stent graft remains in the patient. The stent graft delivery system was discarded. An endurant ii stent graft system v04010436 left and v03049313 right v03996526 (pli-10) right were implanted for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2012. The vessel morphology was reported as the iliac limbs were small in diameter, moderate calcification and moderate tortuosity. The stent grafts were implanted without issue. However the physician elected to extend the ipsilateral limb, due to the tortuosity in the vessel the stent graft did not appear adhered very well to the vessel wall (no endoleak present). The physician elected to implant a 10x49 wall stent and the stent graft was remodeled to the vessel wall. No clinical sequelae were reported and the patient is fine. Other - stent graft did not appear adhered very well to the vessel wall

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the iliac limbs were small in diameter, moderate calcification and moderate tortuosity. The stent grafts were implanted without issue. However the physician elected to extend the ipsilateral limb, due to the tortuosity in the vessel the stent graft did not appear adhered very well to the vessel wall (no endoleak present). The physician elected to implant a 10x49 stent and the stent graft was remodelled to the vessel wall. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: patient¿s condition affected effectiveness of device (iliac limbs were small in diameter, moderate calcification and moderate tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (iliac limbs were small in diameter, moderate calcification and moderate tortuosity).